Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. Customer's blood glucose reached the 75-300's mg/dl. Customer reverted to manual injections for alternate insulin therapy. Multiple attempts were made by tandem technical support to follow-up with customer; all were unsuccessful.